Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aseptic loosening of a tibia implanted in 2016, on removal on the tray the plastic screw at the bottom of the tibia was cracked in multiple places. Mr (B)(6) has never seen this before and wonders if this may have a relation to the loosening of the tibial tray and also has wondered what has caused this to crack inside the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.